Event description:
Hcp reported pt presented with signs of an infection of the lead track. This included drainage. Cultures of the extension pocket were obtained. Staphylococcus (coag neg) was the organsim cultured. Pt does not have meningitis. The pt was treated with IV antibiotics and partial device system explant in 2004. Device was not returned to the manufacturer for analysis. Hcp reports pt's infection is now resolved. Hcp reported pt risk factor includes diabetes. Hcp reports "pt receives ivig therapy every 4 weeks."